Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. The insulin pump passed displacement test. The insulin pump was received with cracked retainer, cracked keypad overlay, minor scratches on case and broken belt clip rails. No damage on retainer ring noted.

Event description:
Information received by medtronic indicated that the back of the pump is broken . No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.